Event description:
Baxter (B)(4) received a report that one (1) infusor device had restricted flow during patient use. There was patient involvement but no patient injury or medical intervention was reported along with this complaint. A sample is available for evaluation. No additional information.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. However, the flow restrictor and most of the delivery tubing were not returned with the unit. Therefore, functional testing could not be conducted on the unit. The reported condition could not be confirmed and the root cause could not be determined. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.